Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient reported a performance decrement when using the device. The device was explanted on (B)(6), 2010 and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
This report is filed (B)(4), 2012.

Manufacturer narrative:
Correct serial number of the explanted device is (B)(4). (B)(4).